Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in (B)(6) is identified as: assembly/component issue: pcb missing component.

Event description:
The dealer states the unit's battery gauge is not working.